Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg29-i10c-us is available in the USA with a 510k number k190805. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The image is to dark, the lcb is reduced to 00/80%. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the ccd module defective. Based on the result, we concluded that it was caused due to an excessive force applied on the ccd module. In addition, we confirmed that the u/d & r/l pulley wire ruptured and the light guide cable broken; however, they are not the main cause, and/or irrelevant to the alleged complaint. Correction information: g6: follow up #1. H6: coding changed based on the investigation result.

Event description:
The image is to dark, the lcb is reduced to 00/80%. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg29-i10c-us is available in the USA with a 510k number (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.